Event description:
Hot knees [joint warmth]. Swollen knees [joint swelling]. Aspirate the knees [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012, from a physician via sales rep. The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with synvisc one (hylan g-f 20) injection at 6 ml, once in an unspecified location. The lot number of synvisc one was not provided. On an unspecified date, in 2012, the pt experienced "big, hot swollen knees." The physician aspirated the knees and gave a steroid shot to the pt. No analysis was performed as the physician thought it was not necessary. No action was taken with synvisc one. The outcome for the events of hot knees, swollen knees (joint warmth), hot swollen knees (joint swelling) and "aspirate the knees" was not provided. Relevant concomitant medications were not provided. The intensity for all the events was not provided. The reporting physician did not provide the relationship between synvisc one and all the events. The qa (quality assurance) investigation results were received on (B)(4) 2012. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. This is 1 of 6 reports received from the same reporter. The total list of cases created from this reporter is (B)(4).

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by this report. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.